Event description:
Legal papers were e-mailed that claim an alleged manufacturing defect and design of polyethylene tibial insert used in the plaintiff's knee resulted the further injury to the plaintiff after surgery.